Event description:
Patient reported "having a previous implant rupture " this is for the right side and the device has been explanted.

Manufacturer narrative:
Phone number: (B)(6). (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Device remains implanted.